Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 22 jan 2026 has been included in the health authority report. Should additional. Information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported that small tears along the crease of the balloon.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 22 jan 2026 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. Affected device investigation: the photo submitted in the email (issue background files section) depicts the reported issue. The complaint is confirmed 2. Did process (es) contribute to the failure? Yes. Provide details: according to bag material (chloroprene), this could be potentially attack or degrade when in contact with hydrocholic (hcl) that is known to be a component of pvc resin, hence having chloroprene material in exposure/contact with pvc components could potentially degrade overtime. Corrective and/or preventive action: since the reported defect and the root cause were confirmed, corrective and preventive actions will be implemented under CAPA-000001028: 1. Isolate pvc components from breathing bag by separating parts in an additional polybag inside pouch. Implemented on (B)(6) 2024. In addition, manufacturing personnel were notified about this complaint. Device history record (DHR) review: the device history record for the part number ssel-20 with lot number 0004293946 and UDI code (B)(4) was reviewed in order to detect any issue related with the reported defect, the complete lot was manufactured, inspected and released on 04sep2024 per our internal procedures and no issues were found. The device history record for the part number ssem-20 with lot number 0004295221 and UDI code (B)(4) was reviewed in order to detect any issue related with the reported defect, the complete lot was manufactured, inspected and released on 04sep2024 per our internal procedures and no issues were found. Risk assessment: 1. Patient/caregiver risk impact: performed risk assessment with RMA-20035e rev 5; risk associated with having holes in bag is risk ID supernova-sha-34 with a p1= remote, p2= occasional, p= remote and severity= serious which is low risk (10). The calculated p1 is based on complaints and sales in the previous 24 months ((B)(4) complaint(s) / (B)(4) units * (B)(4) = (B)(4)) and is remote. Therefore, p= remote and the overall risk is determined to remain at low risk (10). 2. Regulatory/compliance impact: holes in bag is a minor noncompliance therefore is non-violative (low risk). Conclusion: between the 2 risk impacts, none met the carb escalation criteria due to risk being low. Severity: 3/5, serious, RMA-20035e, supernova-sha-34.

Event description:
It was reported that small tears along the crease of the balloon.